Event description:
Revision surgery was scheduled for (B)(6). The cause for the revision was not noted. The patient was being prepared for surgery when he experienced atrial fibrillation. The surgery was postponed as the patient needed to be reassessed by the anaesthetist. The surgeon completed the revision the following week. The patient was discharged following surgery. Six days post surgery, he was found at home deceased. The autopsy report noted embolism - advance coronary disease. The patient was in his late (B)(6). There were no product related issues noted. Approx date of surgery (B)(6) 2012 - approx date of death (B)(6) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision. (B)(6) ref - (B)(4). (B)(6) reference number: (B)(4). Original surgery (B)(6) 2007 - bi-lateral surgery - (B)(6) hospital 1st revision (B)(6) 2012 - not completed - patient was being prepared for surgery when the patient went into atrial fibrillation- (B)(6) hospital. Actual revision (B)(6) 2012 - (B)(6) hospital. Date of death - unknown. (B)(6) scf & invoice confirm that patient was admitted on (B)(6) 2012, the revision took place and was discharged on (B)(6) 2012. The patient death took place 2 weeks after discharge from an embolism. The surgeon has circled the "no" box to say that revision surgery was not required. The autopsy noted 'embolism - advance coronary disease.' Additional information received (B)(6) 2012 email from (B)(6) provided the following information: the explants are now in a bio-bottle awaiting further advice. Original date: (B)(6) 2012 at (B)(6) hospital then the patient was rescheduled for operation date: (B)(6) 2012 at (B)(6) hospital. The surgeon was very pleased with the outcome of this procedure. Findings: metallosis found in the trochanteric bursa and capsule. A lot of metal debris in the joint. Corrosion had begun around the trunnion of stem - the bursa extended into the pelvis which also held debris inside. Procedure: the surgeon used the head of the corial on the explant instead of cementing a poly cup into the asr cup. This worked really well. The cup came out with little effort. The surgeon removed and replaced the cup with a sector pinnacle (60mm) original size 58mm. The surgeon used a 60mm neutral ceramic liner and exchanged to a 36mm ts revision +12mm head. Surgeon has provided both sets of lot numbers for both hips, but has not specified if the left or right hip was revised, so unable to add lot numbers to product pages. Update received: (B)(6) 2013 - added lot numbers to: cup, head and taper sleeve, amended implant date: (B)(6) 2007, added product type: asr xl, added side hip: left and added hospital name: (B)(6). Update received; (B)(6) 2013 - added product: stem. Update rec¿d (B)(6) 2015 - notification received from depuy (B)(6) legal counsel that the patient is now deceased, date of death is unknown and there has been no allegation of a link between the asr implants and the death of the patient. Marked as legal and added manufacturing facilities, date of manufacture and expiry dates to all products. Update - (B)(6) 2015 - added patient initials. Changed the complainant name from (B)(6) hospital / (B)(6) - (B)(6) to depuy (B)(6) legal counsel.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Revision of the device has been reported and there was no allegation that the device was a contributor to this event. No explanted devices have been received in respect of this patient for analysis. Manufacturing records have been reviewed and the device(s) met specification prior to placing on the market. If further information is received indicating that the device was a contributor or there is an alleged deficiency of the device then this event will be re-opened for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(6). Reason for original complaint ¿ asr revision (B)(4). Original surgery (B)(6) 2007 - bi-lateral surgery - (B)(6) hospital 1st revision (B)(6) 2012 - not completed - patient was being prepared for surgery when the patient went into atrial fibrillation- (B)(6) hospital actual revision (B)(6) 2012 - (B)(6) hospital date of death - unknown (B)(6) scf & invoice confirm that patient was admitted on (B)(6) 2012, the revision took place and was discharged on (B)(6) 2012. The patient death took place 2 weeks after discharge from an embolism. The surgeon has circled the "no" box to say that revision surgery was not required. The autopsy noted 'embolism - advance coronary disease.' Additional information received (B)(6) 2012 email from (B)(6) provided the following information: the explants are now in a bio-bottle awaiting further advice. Original date: (B)(6) 2012 at (B)(6) hospital then the patient was rescheduled for operation date: (B)(6) 2012 at (B)(6) hospital. The surgeon was very pleased with the outcome of this procedure. Findings: metallosis found in the trochanteric bursa and capsule. A lot of metal debris in the joint. Corrosion had begun around the trunnion of stem ? The bursa extended into the pelvis which also held debris inside. Procedure: the surgeon used the head of the corail on the explant instead of cementing a poly cup into the asr cup. This worked really well. The cup came out with little effort. The surgeon removed and replaced the cup with a sector pinnacle (60mm) original size 58mm. The surgeon used a 60mm neutral ceramic liner and exchanged to a 36mm ts revision +12mm head. Surgeon has provided both sets of lot numbers for both hips, but has not specified if the left or right hip was revised, so unable to add lot numbers to product pages. Update received: (B)(6) 2013 - added lot numbers to: cup, head and taper sleeve, amended implant date: (B)(6) 2007, added product type: asr xl, added side hip: left and added hospital name: (B)(6). Update received; (B)(6) 2013 - added product: stem. Update rec¿d (B)(6) 2015 - notification received from depuy anz legal counsel that the patient is now deceased, date of death is unknown and there has been no allegation of a link between the asr implants and the death of the patient. Marked as legal and added manufacturing facilities, date of manufacture and expiry dates to all products. Update - (B)(6) 2015 - added patient initials. Changed the complainant name from (B)(6) hospital / (B)(6) to depuy anz legal counsel. Update (B)(6) 2015 ¿ added revision hospital - (B)(6). No further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr wi 08-07. No explants have been received at lirc for investigation. Our anz counsel (B)(6) have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.